Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as a large open sore under the vibration box. The patient stated they do have a history of sensitive skin and /or allergies. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse recommended shifting the device off sore to give relief for the skin irritation. Follow up indicated that the skin irritation improved

Manufacturer narrative:
Not applicable.